Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding a third revision due to uhr bipolar disassociation involving a trident constrained insert was reported. The event was confirmed. Method & results: -device evaluation and results: the inner liner was returned dissociated from the outer liner. Indentations were observed along the rim of the outer and inner liners. Another manufacturer¿s head was assembled to the inner liner. Explantation damage was observed on the outer liner. -medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the recurrent dislocations, including the disassociation of the constrained liner, are likely the result of repeated impingement and soft tissue inadequacy and may have been contributed to by mismatched components from different manufacturers. No examination of the explanted components is available. There is no evidence that factors of faulty stryker acetabular components were responsible for the additional clinical problems that occurred subsequent to my previous review.¿ -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the reported dissociation was likely caused by repeated impingement and soft tissue inadequacy. It is noted the insert was used with a competitor head.

Event description:
Update 1/14/2015: as per operative report patient had closed reduction on (B)(6) 2014, closed reduction requiring general anesthesia on (B)(6) 2014, closed reduction under general IV sedation on (B)(6) 2014 and incision & drainage on (B)(6) 2014 . Update 03/05/2015: the closed reductions were covered under cross-referenced pi.

Event description:
Patient was revised on right hip due to dislocation. Doctor removed liner and depuy head.